Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, retain device was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a patient experienced allergic reaction after undergoing a routine impression procedure with jeltrate alginate dental impression material. The allergic reaction included swelling of the oral tissues. The patient received a steroid shot to alleviate her symptoms.